Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the ac adapter did not power the controller.  A different adapter was attempted and that had power.  The controller ac adapter was exchanged.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated sections. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter could adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.